Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited the fiber bonding in the outer tube area (distal end) is damaged. And the protector of the video cable section is cut. There was no patient involvement.